Manufacturer narrative:
Medwatch sent to FDA on 10/02/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vascular occlusion as follows: contra-indications " do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)."

Event description:
Healthcare professional reported during injection to the cheek with juvederm voluma patient developed "vascular occlusion." Patient was treated with hyalase. Symptoms are ongoing.